Event description:
In late 2008, the patient's mother reported that the patient received an e4 (occlusion) error on his infusion device. He changed the battery, infusion site and tubing and was not able to clear the error. To troubleshoot, the mother was instructed to perform a prime and the device occluded. She was instructed to remove the infusion tubing and she was able to prime through the adapter without error. The adapter had been in use for 1.5 weeks. The patient did not have any more infusion tubing. The patient had been without insulin since 5:00am and his blood glucose measured 272 mg/dl. His mother gave him an injection of 25 units of insulin. The patient was sent replacement infusion sets. Upon follow up three days later, the patient's mother reported that the patient has not experienced any further occlusions and his blood glucose returned to normal. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.